Manufacturer narrative:
Result: cracked head-end left siderail panel. A medwatch will be filed because add'l info was received, and investigation concluded that there is a potential risk to safety associated with cracked siderail panels. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by svc report that the head-end left siderail panel was cracked. No pt involvement or adverse consequences were reported.